Event description:
It was reported that device delivered inappropriate antitachycardia pacing for atrial fibrillation. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The physician did not allege a malfunction against the device and alleged it performed as expected based upon its programmed settings. The patient was in stable condition.